Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) was returned for failure analysis (fa). Fa was not able to confirm the reported complaint via system logs nor reproduce the issue during in-house testing. In error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, the unit has been received with broken bezel. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The probable root cause of this issue is attributed to a defective generator due to grounding pad issues.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure that the neutral pad was not being detected by the erbe generator. The customer tested the grounding pad several times, without any success. The operating room staff used an external energy device to continue the procedure. There were no reports of patient injury. The procedure was completed. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the start of the procedure went well, and it was during the procedure that the generator malfunctioned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the complaint. He spoke to the customer and learned they tried to troubleshoot the issue during surgery without success. They plugged neutral cable/pad on another third-party esu and it worked immediately. The fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.